Event description:
It was reported that the customer received a power source alert. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the alert cleared, and the pump successfully began charging using tandem charging supplies.